Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. After anti-tachycardia pacing (atp) was delivered, the rhythm accelerated to the ventricular fibrillation (vf) zone. Shock therapy was delivered and exhausted. No additional adverse patient effects were reported. This device remains in service.